Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon review of a printout, the device was suspected to be oversensing due to premature ventricular contractions. Programming changes were recommended.